Event description:
Adverse event: restenosis requiring surgical (CABG) intervention. Onset of adverse event: after the procedure. Device issue: none. It was reported via a trial that on (B)(6) 2007 the patient underwent stenting in the predilated right posterior descending artery (rpda) with two xience v stents, in the predilated distal right coronary artery with one xience v stent, and in the predilated proximal left circumflex artery with two xience v stents. On an unknown date in (B)(6) 2010, the patient experienced stable angina that was treated with sublingual nitroglycerin on (B)(6) 2010. A diagnostic coronary angiography was performed on (B)(6) 2010. The patient was admitted to the hospital and underwent a coronary artery bypass graft on (B)(6) 2010 in the rpda index lesion. The patient's condition resolved on (B)(6) 2010 and the patient was discharged home. There was no additional information provided.

Manufacturer narrative:
(B)(4). In this case, there was no reported product deficiency. The reported patient effects of angina and restenosis, as listed in the product instructions for use (IFU) are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. The xience v 2.5 x 08 mm (part# 1009515-08/lot# 61210p1/(B)(4)) mentioned is being filed under a separate medwatch report.